Event description:
It was reported by an allergist that a pt suffered symptoms of angiodema after undergoing a repeat egd esophagogastroduodenoscopy procedure with a scope that had been disinfected in cidex opa solution. The pt underwent this procedure for acute abdominal pain. Pt has a history of reflux esophagitis and barrett's mucosa and mechnical dilation was performed at the time. A few hours after endoscopy, pt persented to the ER with complications of airway edema. Pt was treated for an allergic reaction based on diagnosis an angioedema and subsequently intubated and admitted to the ICU and released 5 days later.